Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR review for batch 7177901 (p/n 309628): manufacturing date: 7/24/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7177901 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: root cause and CAPA not required as not defects were confirmed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd luer-lok¿ disposable syringe when preparing the chemotherapy medication the stopper detached from the plunger. It happened twice with two different syringes from the same lot#. There was no report of injury or medical intervention.